Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded diagnostic chart confirmed the reported event of an intermitten out of range signal. The root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was provided for investigation on (B)(4) 2015. A follow-up report will be submitted upon completion of device evaluation.